Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the keypad showed no signs of noticeable wear and there was no evidence of tearing or peeling. All of the keypad buttons functioned normally when tested. Product analysis was unable to duplicate the customer complaint. Per animas procedure, the keypad cover was removed and contamination was noted underneath the contrast, up, and down buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that multiple keypad buttons were sticking and that there was no damage to the keypad or moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.